Manufacturer narrative:
(B)(4). Although a lot number was not reported, two potential lot numbers were found through sales history. The potential lot number are 73c2400200 and 73c2300252. Per DHR the product hemolok ml clips 6/cart 84/box lot # 73c2400200 was manufactured on 03/05/2024 a total of (B)(4) pieces. Lot was released on 03/19/2024. DHR investigation did not show issues related to complaint. Per DHR the product hemolok ml clips 6/cart 84/box lot # 73c2300252 was manufactured on 03/08/2023 a total of (B)(4) pieces. Lot was released on 03/22/2023. DHR investigation did not show issues related to complaint. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "three clips fell off after ligation during a robot-assisted colectomy or rectectomy. As a result, heavy bleeding occurred at two places in the patient body. The physician stopped the bleeding by re-ligating the clips from another cartridge and completed the surgery. The clips fell, but all of them were retrieved; nothing remained in the patient, and no injury to the patient occurred". No patient harm or injury. The patient status is reported as "fine". See associated mdrs 3003898360-2024-00930, 3003898360-2024-00944.

Manufacturer narrative:
(B)(4). The customer returned nine unopened representative samples of 544230 hemolok xl clips 6/cart 84/box for investigation. The samples were returned in original, unopened packaging. The clips cartridges were visually examined with and without magnification. Visual examination of the returned cartridges revealed that there were all clips remaining in the cartridge. No evidence of use in the form biological material was observed on the cartridge. No other defects or anomalies were observed. Functional inspection was performed on the returned representative samples. A lab inventory clip applier was used. All remaining clips were able to properly load into the jaws of the applier and were successfully applied to over-stressed surgical tubing. No functional issues were found with the returned clips. The IFU for this product, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A device history record review was performed, and no relevant findings were identified. The reported complaint of "ligation failure - clip slips off vessel" was not confirmed based upon the received returned samples are representative. Upon functional inspection, all remaining clips were able to properly load into the jaws of a lab inventory applier and were successfully applied to over-stressed surgical tubing. No damages were observed to any of the returned clips. Since no functional issues were found with the returned clips and the clips that failed were not returned, the reported issue could not be confirmed. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "three clips fell off after ligation during a robot-assisted colectomy or rectectomy. As a result, heavy bleeding occurred at two places in the patient body. The physician stopped the bleeding by re-ligating the clips from another cartridge and completed the surgery. The clips fell, but all of them were retrieved; nothing remained in the patient, and no injury to the patient occurred". No patient harm or injury. The patient status is reported as "fine". See associated mdrs 3003898360-2024-00930, 3003898360-2024-00944